Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to device maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device trigger was blocked, moved heavily and was jammed. It was further determined that the device failed pretest for check reverse locking mechanism, check attachment coupling with attachments and check triggers for forward/reverse mode. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
It was documented in the initial report that the service and evaluation was from (B)(6). Upon complaint review, it was determined that the service and evaluation was from (B)(6). Therefore, reporter's name, facility, address and phone number have been updated accordingly. If additional information should become available, a supplemental medwatch report will be sent accordingly.